Event description:
The user facility received a report from a hospice. The inner connection sleeve of the suction set broke off and remained on the tracheostomy tube. There was danger of the connection to the breathing circuit being broken, leaving the patient without ventilator support. The tubing was secured with extra tracheostomy tape to prevent discconection until a doctor arrived to aid removal of the broken piece and the replacement closed suction set was attached. No patient injury was reported. Ballard medical product has no first had knowledge of allegations, but is relaying info received from outside sources pursuant to federal regulations.